Manufacturer narrative:
The cause of this peritonitis was use error reported to be due to a break in aseptic technique. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was not further described. The peritonitis was manifested by cloudy effluent. A day prior to the event onset, the patient was hospitalized. On the same day as the event onset, the patient was treated with empirical antibiotic treatment with cefazolin (2g, intraperitoneal) and ceftazidime (2g, intraperitoneal) for peritonitis. The patient outcome, action taken with pd therapy and patient retraining on the proper aseptic technique were not reported. No additional information is available.

Manufacturer narrative:
B5: upon follow up, it was reported that the patient was discharged five days after the event onset. Cefazolin (ongoing) and ceftazidime (discontinued) for peritonitis. The patient was retrained. Should additional relevant information become available, a supplemental report will be submitted.